Event description:
It was reported that the patient presented to the hospital for a routine follow up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead will be replaced.

Manufacturer narrative:
No medwatch form was received.